Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that the distal tip kinked and stretched, and the body is kinked. The outer diameter (od) of the distal tip was within diameter. The outer diameter (od) of the middle and proximal section were within specifications. The overall length was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10651. It was reported that the burr catheter was difficult to remove and became stuck on the rotawire. The target lesion was located in a severely calcified and mildly tortuous mid circumflex artery. A 1.50 mm rotalink¿ plus and a 325 cm rotawire were used for ablation after an opticross¿ 18 and non bsc imaging catheter failed to cross the lesion. However, the burr also failed to cross the lesion thus, the rotation speed was set at a maximum of 4000 down upon removal. Four non bsc balloon catheters were then inserted; however, the catheters also failed to cross the lesion. The physician decided to use the burr again; however, severe resistance with the guide catheter was encountered as the burr was advanced to the coronary artery and when contrast media was injected. Subsequently, resistance was also noted as the burr was removed from the patient's body. Thus the devices were removed together with the rotawire. The burr was then replaced with another of the same burr and the rotawire was replaced with a rotawire extra support and ablation was successfully performed with the rotational speed set to 10,000 rpm down. Dilatation was then performed with a 2.75 mm non bsc balloon catheter; however, the device failed to dilate the lesion. The device was then changed to a 3.0 mm non bsc balloon catheter inflated at 20 atm; however, balloon rupture occurred and perforated the coronary artery. A 2.8 x 19 mm non bsc stent was inserted into a guidezilla extension catheter and was successfully delivered to the perforated area. Post dilatation was performed with a 3.0 mm non bsc balloon catheter and the procedure was completed. No further patient complications reported and the patient's condition was good.